Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated low blood glucose of 50 mg/dl. Customer treated low blood glucose with food. Customer reported auto mode was inactive at the time of low blood glucose event. Customer declined troubleshooting. Customer reported sensor not adhering. Device will not be returned for analysis.